Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 500 mg/dl while wearing the pod between 4 and 24 hours on the back. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod, drank water and gave correction boluses. The ketones were large.

Manufacturer narrative:
The device was received in the fully deployed position. The download data shows that the device completed both first and second prime and delivered 775 pulses with no timeouts or drive stalls before being deactivated. Inspection of the needle mechanism assembly found no issues. The needle mechanism was reset to the not deployed position, and the device deployed as intended during manual deployment.